Manufacturer narrative:
Dimensions taken are within specification. The item was test-assembled with appropriate mating component and the device performs as intended. Gouges are present near the hex feature. The device history records were reviewed and the records indicated that the devices met specifications at the time of manufacture. This device is used for treatment. Initial product history search was conducted and revealed no additional complaints against the related part and lot combination. The most likely cause of the screw reportedly not mating with the plate cannot be determined as the problem was not reproduced.

Event description:
It is reported that the screw would not assemble with the mating plate. Another screw was used to complete the surgery and no additional problems occurred.